Event description:
The physician reported oversensing in relation to the subject lead over several follow-up intervals. A reintervention was performed to replace the lead, which was left in-situ.

Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
The physician reported oversensing in relation to the subject lead over several follow-up intervals. A reintervention was performed to replace the lead, which was left in-situ.